Manufacturer narrative:
MFR received date: 13 sep 2019. Repair information was confirmed. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The customer reported that the battery was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported a battery failure. There was no patient involvement.